Event description:
It was reported that when using the bd pyxis¿ es server, patient orders failed to cross over, resulting in user being unable to pull medications. The customer reported that even after new orders were entered, the orders did not appear for 20 to 30 minutes, and the customer could not see the orders. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from main pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into the server and reviewing the extract, transform, load (etl) process. The tss noted that the most recent record had been processed earlier in the day and proceeded to restart the extract, transform, load service. After the restart, the extract, transform, load process was confirmed to be running normally. The tss executed an order related query on the server and restarted the service, the external messaging service, and the data synchronization service. After these actions, the tss verified with the customer that the orders were crossing over successfully. The system functioned after the technical support specialist troubleshoot the device.